Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 339 mg/dl. The cause of the bg level was unknown. While at the ER, customer was reportedly treated with potassium and 2 liters of saline. Reportedly, the customer left the ER with a bg level of 100 mg/dl and was reportedly "feeling better" with no further issues.